Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) lab did not confirm the customer's thyroid-stimulating hormone (tsh) results. Tsh results were within the reference interval with all tube samples prior to and after centrifugation. One sample produced low recovery between non-centrifuged and centrifuged results but this sample was very hemolyzed. Cpls did not observed a difference between results obtained on serum and plasma samples. The cause of the event could not be determined. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-05310.

Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, above the normal reference interval, for one pt, involving unicel dxi 800 access immunoassay system. This is report number one of two. Subsequent testing produced normal results within the reference interval. The erroneous results were released out of the lab. There have been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the pt's samples for further analysis.